Manufacturer narrative:
As received, a partial lead was returned in two pieces. The x-ray image provided shows the distal subassembly detached. Visual inspection found the lead to be severely twisted at the proximal and distal end of the lead portions. The header assembly was detached/separated and was not returned for analysis. Analysis of the distal end of the lead found the inner coil to be stretched and fractured distal to the ring electrode. Scanning electron microscopy (sem) analysis was performed and verified that all eight filars of the inner coil were fractured/broken and the surface fracture morphology exhibited a dimpled microstructure. The cause of the reported events of the helix header detachment and lead dislodgement was found to be consistent with torsional fracture associated with twisting of the lead body. When the lead fracture occurred due to twisting of the lead body happens remains unknown.

Event description:
During follow-up, an x-ray examination found the lead twisted and dislodged. When attempting to revise the lead, the helix of the lead detached and remains in the patient's heart. The lead was replaced. The patient was stable.